Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("small fragment of coli is present in the right cornu") in an adult female patient who had essure (ess205) (batch no. 624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia, amenorrhea, irregular periods, menometrorrhagia, suprapubic pain, left lower quadrant pain, rheumatoid arthritis, uterine leiomyoma and constipation. Previously administered products included for pregnancy prevention: depo-provera from 2000 to 2007. Concurrent conditions included overweight, fibromyalgia and perineal pain. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), cystitis ("infection bladder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdomen pain") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). The patient was treated with deep cleaning and surgery (hysterectomy with unilateral salpingectomy on (B)(6) 2016). At the time of the report, the device breakage outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and abdominal pain had resolved and the alopecia had not resolved. The reporter considered abdominal pain, alopecia, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6). There are 3 coils on the right side and 4 coils on the left side. Discrepancy to be noted in essure removal date as (B)(6) 2016. The pedicle was then divided and the tube including the essure coil was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion.. Ultrasound pelvis - on an unknown date: small uterine leiomyomas and no evidence of anemia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one were reported via medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs and mr were received: lot number was added. Essure removal date and surgeries were added. Events: device breakage, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), migraines, headaches, dental problems, dysmenorrhea, dyspareunia, pelvic pain, vaginal discharge, fatigue, weight gain, hair loss, abdominal pain were added. Event onset date and outcome were added. Lab data were added. Reporters were added. Reporter causality comments were added. Medical history were added. Historical drug was added. Patient information were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small fragment of coil is present in the right cornu') in an adult female patient who had essure (ess205) (batch no. 624475) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fibromyalgia, amenorrhea, irregular periods, menometrorrhagia, suprapubic pain, left lower quadrant pain, rheumatoid arthritis, uterine leiomyoma and constipation. Previously administered products included for pregnancy prevention: depo-provera from 2000 to 2007. Concurrent conditions included overweight, fibromyalgia and perineal pain. On (B)(6) 2007, the patient had essure (ess205) inserted. In may 2008, the patient experienced pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and alopecia ("hair loss"). In august 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In september 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In april 2009, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), cystitis ("infection badder"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain ("abdomen pain") and was found to have weight increased ("weight gain/ loss specify which one: weight gain"). The patient was treated with deep cleaning and surgery (hysterectomy with unilateral salpingectomy on (B)(6) 2016. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased and abdominal pain had resolved and the alopecia was resolving. The reporter considered abdominal pain, alopecia, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: current weight 185 lbs. There are 3 coils on the right side and 4 coils on the left side. Discrepancy to be noted in essure removal date as (B)(6) 2016. The pedicle was then divided and the tube including the essure coil was removed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion.. Ultrasound pelvis - on an unknown date: small uterine leiomyomas and no evidence of anemia. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following one were reported via medical records: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2019: pfs received. Event : hair loss outcome were updated to resolving. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.